Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an where the user experienced a hypoglycemia event and the system did not alert.

Manufacturer narrative:
Based on the investigation, the system did assert the hypo alert around 8:52 am est. Further analysis of the data suggests there was inherent lag in the sensing technology of the sensor and that the sensor glucose eventually caught up to the calibration (capillary) entry within 3-4 sensor readings. H6 result code updated to 3221. H6 conclusion code updated to 67.